Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the evaluation of the submitted log file and the evaluation of the returned portion of the driveline confirmed an issue that could have potentially contributed to the report of low speed alarms and pump stoppage events. A distal end driveline replacement was performed and approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was observed at the distal end of the driveline segment near the metal connector as well as the terminus of the distal end bend relief. In addition, the wires showed evidence of kinking in the area of shield breakdown adjacent to the terminus of the distal end bend relief. Visual inspection of the wires in this area revealed breaches in the insulation of the brown wire where it was kinked at approximately 2.5 inches from the metal connector, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The brown wire represents one of the two redundant wires that comprise phase 2 of the three phase motor. If the exposed conductors of the compromised brown wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the report of low speed alarms and pump stoppage events. The evaluation of the returned portion of the driveline confirmed an issue that could have potentially contributed to the reported interruption in pump function; however, the information provided on 06/22/2016 indicated that further alarms occurred following the driveline replacement when the patient was connected to a grounded patient cable. The patient was placed on an ungrounded patient cables and is being closely monitored. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a routine review of the device history revealed almost daily pump off and low speed operation alarms between (B)(6) 2016. The patient confirmed that they had received an audible "beep" only when connected to the power module, but they did not think anything of it. The customer was not able to reproduce the alarm with position changes or external manipulation of the driveline. The patient was reported to be asymptomatic. X-ray images reviewed by the manufacturer's technical services representative showed no obvious areas of concern within the internal portion of the driveline; however, it was difficult to tell if there were any issues with the external portion. On (B)(6) 2016, the manufacturer's technical services representative performed a successful replacement of the external portion of the driveline and the patient was placed back on a grounded patient cable to be monitored. It was reported that there were no further alarms immediately after the replacement connecting back to a grounded patient cable. On (B)(6) 2016, it was reported that alarms returned while patient was on grounded cable. It was reported that the patient was fine at the time and the plan was to send the patient home on an ungrounded patient cable. The patient would continue to be monitored.